Event description:
During a pph procedure, the stapler did not fire at all. The surgeon pulled out all the suture and did a traditional hemorrhoidectomy procedure. There was no reported pt consequence.